Manufacturer narrative:
The investigation for the reported ventricular tachycardia and positioning issues has been completed. Without additional information and the device, the root cause of the vt could not be determined. However, clinical details were sufficient to determine the root cause of the positioning issue. The root cause of positioning issue is determined to be use issue because the pump was too deep. The patient was taken to or and the pump was pulled back. The instructions for use for the impella cp with smartassist system in table 6.31 in hospital adverse events lists ventricular arrythmia has an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." Added-b5 additional narrative, b1 selected product problem, h6 med dev prob code 1158 d4-corrected model number. G1-corrected MFR site name and address. H6 clinical code removed 1884.

Event description:
Additional information was provided which states that impella was initially placed deep, then pulled back a total 5cm which removed a lot of slack. Then pulled the pump back to the elbow on the valve. Waveforms continued to be less than optimal and the doctor attempted to torque pump away from mitral valve/septum but was unable to translate across pump. The patient was transferred back to cath lab for pump reposition/replacement. Later that evening, the pigtail deviated inferolaterally and was stuck in pap. Attempted manipulation bedside by doctor unsuccessful and the patient was again brought back to cath lab to have another doctor reposition pump and was successful.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and during the impella implant the patient had ventricular tachycardia (vt). The impella was placed in right femoral groin, left intentionally shallow as when it was advanced it caused vt. Support continued. Additionally, the patient had a hematoma at the access site. Manual pressure was held and the hematoma resolved.